Event description:
Information received from the field notes lead dislodgement. Ecgs revealed that the r-waves were being sensed on the atrial lead and the atrial lead was causing ventricular pacing. True p-waves were not being sensed. Due to the patient's age and the fact that she was not pacemaker dependent, the physician elected to program the device to vvi.